Event description:
In transferring resident #82-684 from bed to wheelchair, the arm sling holder snapped. Resident was 4" above chair seat. Resident fell to seat-no injury.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-94. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.